Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient underwent deployment of an inferior vena cava (ivc filter) secondary to recent thoracic spine surgery with contraindication to full anticoagulation and newly developed deep vein thrombosis and pulmonary embolus. Access was gained via the right common femoral vein and the ivc filter was deployed just below the renal veins. Approximately six weeks post ivc deployment, patient presented with a chief complaint of dyspnea, lower extremity edema; left greater than the right. Cta demonstrated a large thrombus in the inferior aspect of the ivc involving the bilateral common iliac, left external iliac, left common femoral, left superficial femoral vein consistent with deep vein thrombosis. In addition, a stable 9mm pleural-based nodule was found in the right lower lobe, not significantly changed from previous image, normal size heart and normal pulmonary vascularity, a previous thoracolumbar fusion and a fat containing periumbilical hernia. At the time of deployment, patient was not considered a good candidate for thrombectomy/t-pa since he was post-op thoracic lumbar spine surgery. Approximately seven weeks post ivc deployment with worsening left leg edema and complaints of pain interventional radiology performed an infusion of t-pa with some improvement, but patient still experienced chronic deep vein thrombosis and thrombus. There was no mention of the status of the ivc filter itself; however, it was presumably still in place. No further records are found. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter occlusion as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced occlusion of the ivc filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.